Event description:
Intraoperatively, the valve had an area of periprosthetic leak around the left coronary cusp and there was heavy calcification. The valve was explanted and replaced with a 21ahpj-505. The native mitral valve was also replaced at this time.